Manufacturer narrative:
Results: received six used samples for the investigation. Our quality engineer visually and microscopically inspected the returned samples and observed top septum damage and air bubbles on sample # 6. The other five samples met manufacturing specifications. The device history could not be reviewed as the lot number is unk. Conclusions: the engineer concluded that the damage to the top septum may have been caused by actuations greater than 100 and/or a sharp male luer inserted into the bd q-syte. A root cause could not be determined since there was no info about the number of actuations performed and type of male luer used by the customer. The instructions for use state: for proper use, clinicians must be familiar with and trained in the use of the bd q-syte device. The bd q-syte device is compatible for use only with iso luer slip and luer lock connectors provided on standard IV administration sets, extension sets, and syringes. Firmly and completely push the syringe or administration set into the access port until secure connection has been made. When connecting to or disconnecting from the bd q-syte device, always insert or remove the male luer using a "straight-on/straight-off approach. Angled insertions/removal may cause poor functioning and/or damage to the device. Do not exceed 100 actuations of the device. (B)(4)

Event description:
Bd q-syte was connected on the ramp cair. The nurse discovered big air bubbles inside the tubing.